Event description:
It was reported that this patient with a pacemaker has experienced recurrent episodes of collapse over several years. A review of a stored ventricular high rate (vhr) episodes demonstrated spontaneous high ventricular rate events with rates of approximately 170 bpm. In recent episodes, inappropriate ventricular pacing was observed following atrial pacing events, potentially associated with a sensing issue. Additionally, there were changes in sensing and the pacing thresholds for both the right atrial (ra) and right ventricular (rv) leads. Also, one recent vhr episode showed a missing ventricular electrogram, which was attributed to overlapping stored episodes, during which device memory management may result in deletion of egm data from the earlier event. Technical services provided troubleshooting options. At this time, the device remains in service. No additional adverse patient effects were reported.